Event description:
It was reported that at post-op check, the patient complained of chest pain, dizziness, and presyncope. Blood pressure also dropped. Evaluation revealed lead perforated through the pericardium and left-sided hemothorax. The distal portion of the lead was removed via sternotomy and several days later the remaining proximal portion of the lead was explanted. The patient recovered well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead with the connector pin measuring 56.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Due to the condition of the returned lead, a lead tip stiffness test could not be performed.